Event description:
Pt reported hair loss at certain sites of the electrodes placed in the scalp area. The test was an overnight sleep study.

Manufacturer narrative:
Eval and investigation by interview of lab. The pt had her first sleep study on (B)(6) and a 2nd study on (B)(6). No other pts reported any hair loss with this lot or any other lot at this diagnosis site.